Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 620 mg/dl. The customer¿s symptoms were not listed, but they were under physicians care. It was initially reported that sensor tape from their 12 sets would not stick. It is unknown when the customer began receiving high blood glucose levels. Customer was advised to use new sets from a new package. The product is to be replaced.